Event description:
Reporter used product overnight, took a half an hour to remove. It was difficult and painful to remove patch. She had used icy hot patches before and when she removed this patch it was still warm. She saw doctor later the following day.